Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 28-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), menorrhagia ("hemorrhagic menstruations/increase in duration of menstruations"), neck pain ("cervical pain"), myalgia ("muscle pain"), amnesia ("memory loss"), malaise ("permanent sense of ill-being / sense of ill-being with progressive onset"), fatigue ("fatigue") and stress ("stress"). On an unknown date, the patient experienced headache ("headache"), memory impairment ("memory disorders") and abdominal pain ("intermittent abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part, removing essure devices in one bloc). At the time of the report, the pelvic pain, abdominal distension, menorrhagia, neck pain, myalgia, amnesia, malaise, fatigue, stress, headache, memory impairment and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, fatigue, headache, malaise, memory impairment, menorrhagia, myalgia, neck pain, pelvic pain and stress with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2019: new reporter added, patient information updated. Events: headache, memory disorder and abdominal pain added. Both essure removed : bilateral salpingectomy with resection of the interstitial part, removing essure devices in one block. Patient experienced increase in duration of menstruations, cervical and muscle pain leading to reduce her sports activity, headache with recent occurrence (without etiology after visit with specialist) sense of ill-being with progressive onset, memory disorders, intermittent abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-nov-2017. The most recent information was received on 19-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("hemorrhagic menstruations / increase in duration of menstruations"), headache ("headache"), myalgia ("muscle pain") and memory impairment ("memory disorders") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroma removal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), neck pain ("cervical pain"), amnesia ("memory loss"), malaise ("permanent sense of ill-being / sense of ill-being with progressive onset"), fatigue ("fatigue") and stress ("stress"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), myalgia (seriousness criterion medically significant) and memory impairment (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("intermittent abdominal pain"). The patient was treated with surgery (salpingectomy and bilateral removal of uterine horns for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, headache, myalgia, memory impairment, abdominal distension, neck pain, amnesia, malaise, fatigue, stress and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, fatigue, pelvic pain and stress with essure. The reporter considered amnesia, headache, malaise, memory impairment, menorrhagia, myalgia and neck pain to be related to essure. The reporter commented: concomitant diseases were denied. Essure lot number was unknown. Main reason for removal was the following events: headaches, muscle pain, memory disorders, increase in duration of menstruations. Onset date of these events was (B)(6) 2014. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: device removal questionnaire was received from hospital. Patient date of birth and medical history (hystero-resection of fibroma) were specified. Concomitant diseases were denied. Essure lot number was unknown. The essure device was removed for medical reasons, by salpingectomy and bilateral removal of uterine horns. Main reason for removal was the following events: headaches, muscle pain, memory disorders, increase in duration of menstruations. Onset of these events was reported as (B)(6) 2014, causality was assessed as related for these events. Outcome of the following events was reported as unknown: headaches, muscle pain, memory disorders, increase in duration of menstruations. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.